Manufacturer narrative:
Approximate age of device calculated from manufacture date- 1 year, 3 months. Manufacturer's investigation conclusions: the reported backup battery fault was confirmed during investigation. The returned backup battery voltage was measured at 11.8v with the last full charge date being 09oct2017. When plugged into a test controller the backup battery started charging normally. When the backup battery finished charging the status alternated between ¿backup battery fully charged¿ and ¿backup battery fault¿ confirming the reported alarms. The battery was opened and observed, the components appeared to be in unremarkable condition. The cells were measured independently to determine if there is any cell imbalance. There was no cell imbalance determined. Individual components were measured in an attempt to find malfunctioning components. During this stage, the battery began to smoke and the source appeared to be coming from underneath the printed circuit board. Testing was abandoned at this stage due to safety concerns. The root cause of the reported event could not be definitively determined. The heartmate 3 patient handbook (doc #109799, rev. D) section 5 ¿ ¿alarms and troubleshooting¿, informs the user of all alarm conditions including backup battery faults. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported there were intermittent advisory alarms indicating "backup battery not installed" on an active system controller screen. It was believed by the clinicians the emergency backup battery may not have been correctly connected. The backup battery was disconnected, reconnected and re-seated several times. Each time the center was able to initiate alarm by moving controller. The customer replaced the battery with new backup battery. Following the exchange, no further alarms were detected. It was reported there was no patient involved in the event. No further information was provided. The backup battery was returned for evaluation on 11feb2019. During testing of the backup battery there was an incidental finding of smoke coming up from underneath the printed circuit board.